Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical service they discovered a fluid leak during an unknown phase/cycle of their pd treatment. The patient was connected during the incident. Fluid was not discovered in the pump module area nor on the external portion of the cassette; fluid leaked from an unknown source, but the patient stated there was fluid on the heater tray. Upon followup the patient confirmed the reported event, stating that they had discovered fluid present on the heater tray of the liberty select cycler and underneath the cycler on the cycler cart during their treatment. The phase of the treatment when the fluid was discovered could not be verified, but the patient confirmed it was during treatment and not during setup. The patient was unable to determine the cause of the leak or where the leak came from. The patient verified there was no fluid discovered in the pump module area nor on the external portion of the cassette. The patient did not witness any delivery issue or damage to the case that may have caused the reported leak. The patient did not experience any injuries, symptoms, adverse events, or require medical intervention as a result of the reported event. The patient was able to complete treatment on the cycler on the day of the reported event and has continued treatments on the cycler since. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical service they discovered a fluid leak during an unknown phase/cycle of their pd treatment. The patient was connected during the incident. Fluid was not discovered in the pump module area nor on the external portion of the cassette; fluid leaked from an unknown source, but the patient stated there was fluid on the heater tray. Upon followup the patient confirmed the reported event, stating that they had discovered fluid present on the heater tray of the liberty select cycler and underneath the cycler on the cycler cart during their treatment. The phase of the treatment when the fluid was discovered could not be verified, but the patient confirmed it was during treatment and not during setup. The patient was unable to determine the cause of the leak or where the leak came from. The patient verified there was no fluid discovered in the pump module area nor on the external portion of the cassette. The patient did not witness any delivery issue or damage to the case that may have caused the reported leak. The patient did not experience any injuries, symptoms, adverse events, or require medical intervention as a result of the reported event. The patient was able to complete treatment on the cycler on the day of the reported event and has continued treatments on the cycler since. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.